Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room as they experienced high blood glucose on an unknown date. Customer's blood glucose was 500+ mg/dl. Customer stated they had no insulin delivery alert. The insulin pump will not be returned for analysis.